Event description:
Patterson sammons preston (B)(4) disposable tourniquet cuff failed during total knee surgery. The pressed in pneumatic connected came out of tourniquet cuff insulation hose, resulting in spontaneous deflation of cuff. Diagnosis or reason for use: total knee arthroscopy.